Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances in the paddle lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead was not returned due to hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.